Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion seal needed seal replacement and to be calibrated. There was unknown patient involvement.

Manufacturer narrative:
D9: product received date 10/8/2024. H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. There was no applicable evidence to review in event history. The reported complaint of needing seal replacement was verified by visual inspection. The damaged downstream occlusion (dso) seal and upstream occlusion (uso) seal were replaced to correct the issue. The device passed all functional tests after the repair.